Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not move, was confirmed. It was found that the protective earth resistance of the motor cable was out of range and there was also a short circuit in it. Also the resistance value of the keypad of the hand control set was out of specifications and the device was found to shut off the pump during operation. The motor cable and the hand control set were replaced and the device was cleaned, tested and found to be fully functional. The defective motor cable and hand control set would have caused the device to not function as intended by the customer. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that during an unknown procedure the micro tornado hand piece hasn¿t been able to move for several times. This is happening on an irregular basis. There is a unit that was rented to complete the case and that one works with no problem. As per affiliate the problem might be only with the hand piece and not with the main body. No patient consequence and no surgical delayed was reported. No additional information was provided.